Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation. The implantable pulse generator (ipg) was reprogrammed remains in use. No further patient complications have been reported as a result of this event.